Event description:
Boston scientific received information that this lead was removed from service due to erosion. Procedure date: (B)(6)2011 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)